Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: va005le, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 04-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she felt like her device went completely out; she was having severe neck pain, no blood circulation in her hand also stated it felt numb. The patient reported that she thought she needed a new battery. The patient would like a manufacturer¿s representative (rep) to be present at her upcoming doctor¿s appointment. Additional information received from the manufacturing representative (rep) and patient indicated that they fell a few months ago and subsequently has been having intermittent stimulation. The rep stated that impedance testing showed greater than 10,000 ohms on each electrode. It was noted that the impedance test results were discussed with the patient and healthcare provider (hcp). The rep suggested a lead replacement; however, the hcp does not plan to replace the lead. It was mentioned that the ins is near elective replacement indicator (eri), so the hcp plans to replace the ins. If the patient does not get relief following the ins replacement, then they will be brought back for a lead replacement. Additional information received from a manufacturer representative (rep). It was reported that the rep re-ran impedances and every contact was out now. Images of the impedances showed contacts 0, 4, and 5 were out of range > 40,000. The remaining impedance values showed avoid and were as follows: 1 - 36250, 2 - 37050, 6 - 27520, 7 - 27420. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3998 lot# va005le implanted: (B)(6)2013 product type lead product ID 37702 serial# (B)(4). Implanted: (B)(6)2013 explanted: (B)(6)2019 product type implantable neurostimulator.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the high impedances was not determined and the issue has not been resolved. The leads were implanted in 2013. The patient will be having lead revision if they are able to get insurance approval. They are a workers compensation patient. Surgery is not yet scheduled. The information was confirmed with the physician or patient. No further complications were reported.